Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm nc emerge balloon catheter was selected for use. During preparation of the device, force was required to remove the stylet, and the shaft was broken. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device was evaluated by MFR. Returned product consisted of an nc emerge balloon catheter. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed that there was contrast in the inflation lumen, blood in the guidewire lumen, and the balloon was tightly folded. At 2mm distal to the bicomponent weld, for a length of 2mm, the guidewire lumen was buckled, prolapsed, and punctured. At 6mm distal to the bicomponent weld, for a length of 1mm, the guidewire lumen was buckled. Further testing was not performed as the damage present would prevent the wire from advancing and would likely cause further device damage.

Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm nc emerge balloon catheter was selected for use. During preparation of the device, force was required to remove the stylet, and the shaft was broken. The procedure was completed with another of the same device. There were no patient complications reported.